Event description:
It was reported that in early 2008, the patient's audiologist tried to make a fitting and observed facial stimulation on one channel. At the patient's last fitting facial stimulation on all channels was found. Testing was carried out, which showed all electrode channels with status 'ok'.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a f/u report.